Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. : h3, h6: a product investigation was conducted. Visual inspection: the skyline expansion tip driver (part#: 286830500, lot#: g1208) was received at us cq. The distal tip of the driver was stripped in the direction of tightening. Due to the worn condition of the tip, device functionality was compromised. The noted issues were consistent as end of life indicators for the device. The received condition was consistent with the complaint condition thus the complaint was confirmed. Conclusion: after a visual inspection, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: a review of the receiving inspection (ri) for skyline expansion tip driver was conducted identifying that lot number: g1208 was released in two batches. Batch1: lot qty of (B)(4) units were released on 26 feb 2009 with no discrepancies. Batch2: lot qty of (B)(4) units were released on 26 feb 2009 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an anterior cervical fusion procedure on (B)(6) 2020, the screw was not properly loading onto the screwdriver. Tech inspected it, and noticed the tip was compromised. Procedure was successfully completed without surgical delay there was no patient harm/consequences. Concomitant device reported: unknown screws (part# unknown, lot# unknown, quantity unknown). This report is for one (1) skyline expansion tip driver. This is report 1 of 1 for complaint (B)(4).